Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that after successful catheter recognition and initiation of preparation, error 201 repeatedly appeared on the farastar console, sometimes accompanied by a frozen screen preventing energy delivery, leading the physician to interrupt the procedure without performing any pulmonary vein ablation because the farastar console cannot delivery energy. No patient complications occurred. The product will not be returned since it will be repaired.